Manufacturer narrative:
(B)(4). Batch #. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what color cartridges were used throughout procedure? How was the bleeding identified? What was done in reoperation? Does the surgeon routinely wait 15 seconds prior to firing? Were any difficulties experienced with device intraoperatively to include staple formation? What was the pre and postoperative anti-coagulant and pain management protocol? Is a procedure video available? What is the current patient status? Green, blue, blue, blue, blue (gst). Post op. Its is described in the statement. It is described in the statement. Yes. Not that I am aware of. No info. Yes, videos of both primary and re-operation are available. Sent home. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient had a sleeve gastrectomy on the (B)(6) 2021. The day after (B)(6) the patient needed an acute re-operation due to bleeding from the staple line. A diagnostic laparoscopy was performed. The patient had suffered 3 litres of blood loss. The primary operation went smoothly without noticeable bleeding from the staple row, which was oversewed according to our routine. Some spot bleedings of the suturing but completely dry at the end of the operation. Postop perfectly good at afternoon, mobilized and could drink. In the morning fainting and tachycardia, taken to the or where they find 1.5-2 l of blood in the abdomen. Circulatory unstable during re-op. No source of bleeding was found, patient was transfused and stabilized during operation. Drainage was installed. Has since improved and does not appear to bleed anymore. Thus difficult to say exactly it was wet from.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2021. D4: batch # u5e753. Investigation summary: the product was returned to the cincinnati pi lab for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the closing trigger and anvil in closed position, with no apparent damage, and with six reload present. The reloads were received fully fired. In addition, several staples were returned. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.